Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced low blood glucose. Customer¿s blood glucose value was 40 mg/dl. Customer had seizure due to low blood glucose. Customer thinks that the insulin pump was dispensing too much insulin since she was on flight and she had a diabetic emergency. Customer decline troubleshooting for low blood glucose. No harm requiring medical intervention was reported. The insulin pump will return for analysis. The reservoir will not return for the analysis.